Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime, excessive no delivery alarm tests due to the compromised force sensor system alarm. The pump passed the self test, unexpected restart and all operating currents were normal. No unexpected low battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer's blood glucose was 216 mg/dl at the time of call. The customer stated that the insulin was squirting during manual prime process. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.